Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: n/a - the lens remains implanted. Section e1 - first/given name: only the first initial was provided when information was asked. Section e1 - email address: unknown, as information was requested but not provided. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge of the preloaded intraocular lens (iol) split during implantation. The lens was successfully implanted in the eye, and no complications occurred. No further information was provided.